Manufacturer narrative:
Tracking #.49680. Ees #981163/j. Endopath disposable surgical trocar: based upon the inquiry info, visual examination and functional test, no conclusion could be reached as to how the reported event during surgery occurred. The devices were examined, found to be functional, and were cycled repeatedly without incident. The experience reported by the surgeon could not be repeated during testing.

Event description:
It was rpt'd during a laser pelviscopy hysteroscopy the urinary bladder was lacerated by the surgeon when introducing the 512x tristar trocar into the umbilicus. A urologist was called and the surgeon, performed a repair of the bladder laceration. The pt's weight 253 lbs. Risk management would not release the trocar to be returned. The safety shield did not react and cover the trocar blade. 2/18/98 the rep rpt'd three trocars were used during the case, two without incident. There is no other info available at this time. 2/20/98 the rep reports three 512x trocars used in the case had shield's that did not retract over the blade which are now being returned. The rep was requested to return the rest of the 512x's from the same box. 2/24/98 the surgeon, was using 512x trocars and has noted a problem with safety shield function. In the product inquiry it states that the safety shield did not properly cover the blade, however, in co's discussion with the surgeon, he stated that the primary problem was premature coverage of the trocar blade. The pt is presently recovering normally.